Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the column power supply. The system operates as intended.

Event description:
It was reported that the up button on the 9800 system would have to be actuated several times to make the vertical column drive up. The tech was able to proceed with the case after elevating the unit to the proper height. No pt injury was reported.